Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the patient presented for a follow-up in the clinic. Upon interrogation, the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was stable and will continue to be monitored.